Manufacturer narrative:
Outcome: important medical event.

Event description:
Initial report: this non-serious case from (B) (6) was received 22-jan-2010 from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree. This case involved a (B) (6), female, who developed nodules on her face after having received two vials of poly-l-lactic acid (sculptra) injections on (B) (6) 2009 and one vial at the beginning of (B) (6) 2010 for cosmetic correction. No add'l treatment details were provided. The sizes of the nodules were "between the size of a chick pea and a pea." The nodules were on the left cheek bone and the left jaw line. The nodules on the cheek bone were harder and bigger than those on the jaw line. A ptc (pharmaceutical technical complaint) was initiated: local/global ptc (B) (4). Relevant medical history: none. Relevant concomitant medications: none. Action taken: no action taken. Corrective treatment - unk. Outcome - not recovered/ not resolved. Add'l info received in the form of ptc investigation results on 04-feb-2010: ptc results revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval. Conclusion: no faults detectable.